Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced a malfunction in the minicap. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a home patient experienced a malfunction in the minicap with the sponge protruding from the minicap. The patient used the minicap with this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.